Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information a user of a dreamstation CPAP pro passed away three years ago. The patient's sister states they are receiving letters regarding the device and the patient wanted the letters to stop before passing away. The patient's sister could not recall what happened with the recalled device or the replacement device. It was not received by the manufacturer. The cause of death was not provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported "the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information a user of a dreamstation c-pap pro passed away three years ago. The patient's sister states they are receiving letters regarding the device and the patient wanted the letters to stop before passing away. The patient's sister could not recall what happened with the recalled device or the replacement device. It was not received by the manufacturer. The cause of death was not provided. " the product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.